Event description:
Customer reported false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 1. See case-2023-1008-2 for false positive result for individual 2. Individual received false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn 169415753, lot 22862j, reader sn (B)(4).a repeat cue covid-19 test performed on an unknown date provided a negative result. Individual tested negative with an unspecified covid-19 antigen test and a sars-cov-2 pcr test on an unknown date. Individual had no symptoms or known exposure.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Technical operations performed retain testing and was unable to reproduce the false positive results. Root cause was undetermined.